Event description:
It was reported that the lead was explanted 12 months after the implantation due to oversensing with shock delivery. Furthermore an impedance increase was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis, fraying of the insulation could be seen about 55 cm distal of the df4 connector pin. At this site, the rope conductor to the ring electrode was fractured, which was confirmed during the electrical analysis. These damages are with high probability the cause of the clinical complaint. The observed damage manifestation leads to the assumption of friction against a neighboring partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.